Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post cardiac catheterization. There were no difficulties with deployment and the pre-deployment angiogram looked great for placement. Two days later the patient experienced weakness and numbness in the leg. The patient was seen at the office and the groin looked good, ultrasound was negative for pseudoaneurysm even through a bruie was heard. The patient underwent surgical exploration of the femoral artery and the surgeon found the back wall of the artery was caught up in the anchor of the angio-seal occluding the vessel.